Manufacturer narrative:
(B)(4).

Event description:
It was reported "the sheath was found bent during preparation for the procedure after opening the package. Therefore, a new kit was used instead." There was no patient involvement.

Manufacturer narrative:
Qn(B)(4). The customer returned one, opened psi kit for analysis. No obvious signs of use were observed. Visual analysis revealed that the side arm of the returned sheath was kinked towards the luer hub. Microscopic examination confirmed the kinking. Further analysis revealed that the outer tray was slightly bent and showed evidence of white stress marks. Further comparison of the returned sample to the msk product drawing revealed that this location of the side arm rests on the edge of the inner tray component during normal packaging assembly. The kink on the side arm measured 7mm from the luer hub. The side arm total length (per measurement a in the side-arm product drawing) measured 8 1/4", which is within the specification limits of 8"-8 1/2". The side arm outer diameter measured 0.208", which is within the specification limits of 0.208"-0.212" per the side arm extrusion product drawing. The sheath inner diameter (at the luer hub) measured 0.128", which is within the specification limits of 0.128"-0.132" per the side arm extrusion product drawing. Packaging r & d and the packaging facility were contacted as part of this complaint. They agreed that further analysis is needed by the design team. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The report of a kinked sheath was confirmed through complaint investigation. Visual analysis revealed kinking on the sheath side arm. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review was performed and no relevant findings were identified. Based on the customer report, the sample received, and the comments from r & d, the likely root cause for this event is design related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the sheath was found bent during preparation for the procedure after opening the package. Therefore, a new kit was used instead." There was no patient involvement.